Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified left forearm vessel. A 8.0mmx20mmx40cm sterling balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.